Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipack¿ syringe ¿leakage occurred through the stopper and plunger. The plunger seems to be loose and thinner. There was no blood/chemo exposure to skin or mucous membranes.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: it was performed the device history record review, quality notification and maintenance analysis and no occurrence potentially related to the defect were observed. The manufacturing date for this batch was november 08th to 09th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection every 2 hours at 36 parts at assembly machine. No quality notification (qn) that could related to defect were observed. The sample sent by the customer was verified and it was not possible to observe the reported defect. Furthermore, a leak test was performed on the three samples provided and no defects were observed. Therefore, it is not possible to confirm the defect. As internal action for product quality improvement, action will be taken for defects of damaged components and leakage. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.